Event description:
The patient underwent cataract surgery with implantation of the crystalens in both eyes. The dates of surgery provided by the patient are as follows: 2006, the following month, and twenty six days later. One year postoperatively, the patient reports being very happy with her distance vision; however, she is very unhappy with her near vision, because she needs to wear reading glasses. In addition, the patient reports experiencing starbursts at night. The iol implanted in her left eye required a lens exchange. It is unknown whether the lens exchange was performed in order to address the starbursts or to address a refractive error. This event is being reported based on lack of information regarding the cause of the event. Additional information is being requested.